Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a hole in the hose at muffler end, a housing to swivel loctite failure, an oil leak between housing and swivel, and a low rotations per minute (rpm). The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was a hole in the hose at muffler end, a housing to swivel loctite failure, an oil leak between housing and swivel, and a low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the hole in the hose was indicative of pulling on the hose instead of the muffler to unplug it from the autolube, it was determined that the housing to swivel loctite failure and oil leak was due to emersion and not following cleaning procedures properly. It was determined that the low rpms were due to the hole in the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.